Manufacturer narrative:
Additional information: b5: lens tore/broke during injection/delivery into eye. As per the complaint questionnaire, the reporter marked the cause of the event as other. And stated "cristallin capsular tear during delivery into the eye". Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: the reporter indicated, that a 12.6mm vticm5 12.6, -11.50/2.5/108 (sphere/cylinder/axis), implantable collamer lens was opened, but not implanted, due to intraoperative incident. Tear of the anterior capsule lens. Surgery transformed in phacoemulsification. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6, -11.50/2.5/108 (sphere/cylinder/axis), implantable collamer lens was opened but not implanted due to intraoperative incident. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.